Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. D4: batch # 561d27. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was returned along with the opened packaging with 32 drivers up, the swing tan in the locked position and scratches on the "doghouse" and both gripping surfaces components of the cartridge were noted. Also, one unformed staple was noted in the opened packaging. In addition, the reload pan was removed in order to verify the condition of the internal components and the knife assembly was found damaged making the reload non-functional. A probable cause for the damage to the components (doghouse, knife assembly and gripping surfaces) indicated that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 561d27, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a stoma closure, the staples started falling out when the cartridge was loaded into the device. This event was found before use. Another cartridge was loaded into the same device to complete the case. There were no adverse consequences to the patient.